Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section b3 - date of event: exact date does not apply, between implantation and explantation of the lens. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) implanted revealed a shift in its power during a post-operative examination. The iol was explanted and replaced at a later date. Through follow-up it was learnt, that the replacement iol was of the same model. The physician also reported that with an srk-t constant of 119.3, a frequency of -0.1, which is close to the absolute value of emmetropia, was chosen by selecting reference targets of +0.2 and -0.1. However, myopia of approximately -1d developed after surgery, resulting in poor distance vision for the patient. After replacing the iol, the patient achieved satisfactory unaided visual acuity. No further information was provided.